Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed 8100 check IV set alarm. Technical support- bottle side pressure sensor: recommended replacing the top pressure sensor. Provided part number. Customer will order pressure sensors through their internal process. Technical support case will now be closed. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported that the device received an alarm - error code message for check IV set. Bd tech provided part number for bottle side pressure sensor replacement. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message for check IV set. Bd tech provided part number for bottle side pressure sensor replacement. There was no patient involvement.